Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: it is unknown if the patient was still connected to the liberty select cycler when found unresponsive, but there are no reports of any issues with pd therapy or the cycler prior to the adverse event. Additionally, there are no allegations of a liberty select cycler malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Event description:
On (B)(6) 2022 it was reported that this peritoneal dialysis (pd) patient passed away. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2022 at 8:20am, the patient was found unresponsive by her husband. 911 was called and emergency medical services (ems) arrived and initiated cardiopulmonary resuscitation (CPR). The patient was transported to the hospital where CPR was continued for 1.5 hours until the patient was pronounced deceased. The patient¿s death certificate has not been made available to the pd clinic; therefore, the cause of death is unknown at this time. It is unknown if the patient was still connected to the liberty select cycler when found unresponsive, but there are no reports of any issues with pd therapy or the cycler prior to the adverse event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022 it was reported that this peritoneal dialysis (pd) patient passed away. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2022 at 8:20am, the patient was found unresponsive by her husband. 911 was called and emergency medical services (ems) arrived and initiated cardiopulmonary resuscitation (CPR). The patient was transported to the hospital where CPR was continued for 1.5 hours until the patient was pronounced deceased. The patient¿s death certificate has not been made available to the pd clinic; therefore, the cause of death is unknown at this time. It is unknown if the patient was still connected to the liberty select cycler when found unresponsive, but there are no reports of any issues with pd therapy or the cycler prior to the adverse event.